Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the cartridge and infusion set were used beyond labeling. Customer took no action to address bg. Tandem technical support educated customer on labelling timeline.